Manufacturer narrative:
Investigation results: the complaint that the catheter was punctured by the needle was confirmed and the cause appeared to be associated with use. One 20g nexiva device was provided for investigation. The returned sample exhibited evidence of use. The needle was protruding through the IV catheter tubing and the section of tubing between the catheter tip and needle contained what appeared to be blood residue, which suggested that the damage likely occurred during use. The instructions for use (IFU) warn that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
Material #: 383516 batch #: 4030903 it was reported that the bd nexiva 20 ga x 1 in single port needle went through the catheter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Cath IV needle nexiva 20ga x 1in, mnfg is 383516 lot #4030903 I have pictures, pending confirmation if I have the actual catheter to send back for your review. Right after insertion the catheter began leaking, IV was removed (needle was still in); the needle had poked through the bottom of catheter. New IV placed. Additional information provided: 1. Did the event directly, or indirectly involve a patient or user? If yes, describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Yes, IV had to be restarted. 2. Please share the available photos for investigation. Kindly confirm is there any physical sample available for investigation. Yes, we do have the sample that can be returned for review. 3. If physical sample available kindly share the exact address to send a return shipping label? (B)(6). 4. Can you provide an event date? 7/9/2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.